Event description:
Caller reported a malfunction on the pump, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced. The caller was instructed to put the pump into storage mode prior to returning it and to use multiple daily injections (mdi) as a backup therapy.